Event description:
A balloon dilator leaked contrast fluid into the patient's stomach. This was observed on fluoroscopy. The pressure did not show any reading of pressure holding. The balloon dilator was switched out and the procedure was finished.